Event description:
Pt underwent surgery to remove bilateral breast implants. Right implant ruptured prior to removal. Left implant ruptured when removed. Surgeon unable to determine if ruptured prior to surgery.